Manufacturer narrative:
The patient/family (a1) was the initial reporter (e1), so personal information was not entered. No information was captured in sections a2 and a4 as the customer's age and weight were not provided.

Event description:
The customer reported that he obtained a blood glucose reading of 442 mg/dl at 12:23 p.m. With the contour next gen meter and within two minutes, the reading with the laboratory testing was 200 mg/dl. The customer was feeling tired and associated the symptom with hyperglycemia. The customer was given metformin based on the laboratory test, and recovered well. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the device for evaluation. Since the contour next test strips associated with the event expired in jun-2024, an in-house testing was not performed. A device history record was reviewed for the suspected contour next gen meter with serial # (B)(6), and no manufacturing anomalies were found.